Event description:
It was reported the patient's blood glucose rose above 400 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
A tear and bend were found on the exposed portion of the soft cannula. Fluid was found diverting through the tear upon manual rotation of the ratchet gear. It is unknown when or how the damaged occurred to the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.